Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 71 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer states two vials of strip lots were used to obtain the reported results. Customer does not have product information for the second suspect system, which has been discarded.